Event description:
Baker grade iii.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 16/oct/2012, 28/oct/2013, and 19/oct/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified two devices with red and white particles, no openings in the device, but unable to determine which side was which. The events of "pain, lump/nodule, and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, lump/nodule, and capsular contracture, baker grade IV.

Event description:
Patient reported right side "severe breast pain", "a lump or thickening in or near the breast or in the underarm area," and "firm and looked abnormal due to capsular contracture", baker grade unknown. Additionally, healthcare professional reported "patient¿s concern with the product." Patient also reported "juvenile myoclonic epilepsy"; this is not device related. Device has been explanted.